Event description:
The surgeon went to use the stryker tourniquet during a knee replacement but found it to be faulty. The ties on the tourniquet were missing / not attached on one side. Due to these qc issues, the surgeon decided not to use the tourniquet for the procedure. Diagnosis or reason for use: was going to be used during a total knee replacement.